Manufacturer narrative:
The device was disposed in the hospital.

Event description:
It was reported that the subject microcatheter would not advance through the guide catheter. Upon removal from the guide catheter, it was noted that the microcatheter coating was peeled off. There was no patient involvement.